Event description:
Caller reported blood glucose results of 511 mg/dl and 155 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Per user facility medwatch form, #4508440000-2010-8004, during a laparoscopic procedure the tip of the harmonic broke off the handpiece inside of the patient. The broken piece was removed from the patient. There was no patient consequence.